Manufacturer narrative:
(B)(4). MFR site: (B)(4). Procedural related complications are influenced by the 'type of surgery, patients pre-existing comorbid state, and perioperative management.' Surgical procedures have a know inherent risk associated with potential for nerve injury. Depending on the severity of nerve damage, patient can experience a wide range of signs and symptoms. Nerve injury or disease can cause symptoms of pain, burning, dysesthesias, and either partial or complete loss of sensory and motor function. Palsy, a condition related to nerve damage, is a type of paralysis that is accompanied by involuntary tremors. There are many other causes that can also cause paralysis in addition to accidental cutting of a nerve such as, stroke, trauma with nerve injury, poliomyelitis, cerebral palsy, peripheral neuropathy, parkinson's disease, als, botulism, spina bifida, multiple sclerosis, and guillain¿barré syndrome. Paralysis is the loss of muscle function in part of your body. Paralysis can be complete or partial. It can occur on one or both sides of the body. The author indicates that palsy exhibited right after the procedure but was resolved within 1 year with the use of a cast to allow for nerve healing/regeneration and return of functional control. Per the author's report, the would be a complication related to procedure rather than device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article was retrieved from hip international that reported a retrospective study from (B)(6) hospital that looked at the survivorship of tm revision hips. The purpose of the study was to investigate the 10-year survival of trabecular tantalum metal (tm) acetabulum component in revision hip arthroplasty operations and to evaluate complications leading to re-revision. The study reviewed 100 revision hip patients revised with a tm revision shell, unconstrained liner, 28mm head, and monoblock (35 hips) and revision components (65 hips) with additional screws in 45 hips and augmentation in 5 hips. The indication for revision was acetabular loosening (67), liner wear (19), loosening of both components (5), infection (2), protrusion (2), malposition (2), periprosthetic fracture (1), femoral loosening (1), and recurrent dislocation (1). The mean age of the patients at the time of revision was 69.8 (sd 8.0; range 48.0¿91.0) years. The mean follow-up time was 9.4 years and the median was 11.5 years (sd 4.118; range 0.1¿13.4 years). The patients were routinely clinically followed with a 3-month postoperative visit and some patients were seen after that in extra follow-up evaluations from 1¿5 years after the revision surgery. The study reported 1 patient experienced nerve injury postoperatively.